Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had torn protector unit on the connector side. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damaged cable unit and water tightness lost. A definitive root cause could not be established. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on the cable unit, water tightness was lost. The most probable cause of the complaint is cause traced to component failure. The cause behind component failure is not established should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the event was found during reprocessing. There was no patient involvement.